Event description:
Customer called to report the insulin pump had a cracked reservoir housing. Blood glucose reading was 62 mg/dl. The crack extended from the reservoir compartment towards the screen. There was also a piece broken off from the top of the insulin pump. The damage occurred when the customer was inserting the reservoir into the reservoir compartment. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked display window corners, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).